Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation therapy will run without humidification. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the missing outlet seal, heater plate with electrical damaged, white led with low intensity. The customer complaint was reproduced. There was 3 error has been identified. The device was scrapped.